Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) device exhibited ventricular undersensing of a slow ventricular tachycardia (vt).